Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient's blood glucose levels have been elevated for 2 to 3 days. The patient has been giving shots, blousing with the pump and changing the site 3 times. The patient's blood glucose level was reportedly 30 mmol/l the morning of (B)(6) 2012. The patient was reportedly negative for ketones, and there were no symptoms reported. The patient is reportedly using cold insulin when filling the cartridge which can cause air bubbles to form. The cartridge should be filled with room temperature insulin. This report is being made due to the elevated blood glucose levels with use error.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/31/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect in insulin delivery was found. No data in black box or download histories from time of reported high blood glucose due to continued use. No complaint related activity observed in black box or download history. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. Unrelated to this complaint, the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.